Manufacturer narrative:
The potential product codes were reported as: 7n8301 and 7n8399. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified onel-link baxter set leaked. During a pre-operative check, the nurse observed propofol ¿dripping down the arm board of the or bed¿. The IV connection was found loose. The device was tightened; and the infusion was restarted so the unspecified procedure could continue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.